Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (service code 204, service code 107, abnormal shutdowns) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was corrosion found on inside the distribution node (dn), causing the communication errors. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns).